Event description:
Reporter alleged blood glucose monitoring device read 92 mg/dl and later that day read 268 mg/dl however had symptoms of low glucose so a relative drove her to the emergency room (ER). It was reported customer passed out on the way to the hospital and about an hour later her glucose read 96 mg/dl. Reporter stated being treated however the type was not provide. A request was made for the return of the suspect device and replacement product was sent.